Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was overdraining. It was stated the surgeon wanted the valve mechanisms checked. Both the ventricular and peritoneal catheter were left in the patient and the valve was replaced. The patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no external factors identified that may have led or contributed to the issue.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, siphon, and preimplantation. However, the valve did not meet the requirements for leak and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. The IFU cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance (over or underdrainage) of the shunt system. Particulate matter which enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ there was also some damage noted on the outlet connector of the valve. It is not known when or how this damage occurred. The IFU cautions, ¿improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting, or crushing of components. Such damage may lead to loss of shunt integrity.¿ all valves are 100% tested at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.